Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that at 1027 a secondary zosyn infusion (3.375 gms/100 ml) was programmed to infuse at a rate of 25 ml/hr. Over 4 hours. After 8 minutes and no audible alarms, the user noticed that the secondary "infused faster than expected ¿but did not witness back flow into the primary. The nurse changed the device, used the original tubing, and infused without difficulty. There was no report of lasting patient harm. The event occurred in oncology.

Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of a secondary infusing faster than expected was not confirmed or replicated. A review of the event logs confirmed the secondary was programmed to infuse at 25 ml/hr over 4 hours as intended, although the concentration was 4.5g/100ml instead of the reported 3.375g/100ml. Visual inspection of the pump module showed a broken platen upper hinge post. Functional testing of the pump module found the device to be infusing within specification. The probable cause of the secondary infusing faster than expected was the broken platen upper hinge post as this can result in an over infusion depending on the alignment of the platen at the time of the infusion. The root cause of the breakage was not determined.